Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer performed pump reset independently, then was advised by technical support that pump would be replaced under warranty, was instructed to use multiple daily injections as backup therapy, to place pump in storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within 10 days.